Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable data from two patient samples for ise indirect na, k, ci for gen.2. Of the data provided, only one sample had a discrepant result for potassium. The initial potassium result was 2.79 mmol/l. The repeat result was 4.02 mmol/l. The repeat testing was performed on another cobas 6000 c (501) module. The repeat result is believed to be correct. The initial result was reported outside of the laboratory. The patient was not adversely affected. The lot number and expiration date for the potassium electrode was asked for but not provided. The samples were collected off site at a health fair so a lot of the patient information was not available. After the customer noticed the low results, qc was repeated and it was out of range. The customer then repeated calibration and qc. The qc was then within range again. The customer continued to repeat qc every 8 hours following this event and the results remained in range. The field engineering specialist was not able to find a cause for the discrepant data. He checked the probes, cell rinse mechanism, and ise module adjustments finding no issues. He performed verification testing per the service manual which passed. The customer performed calibration and qc along with a precision run which all passed.

Manufacturer narrative:
A specific root cause could not be determined. Further investigation showed the erroneous potassium results were generated off of calibrations that had calibration alarms associated with them. The alarm should have alerted the user to a problem with the calibration. The associated alarm is typically caused by a deteriorated electrode or a contaminated flow path. The potassium calibration slope was within range again starting on (B)(6) 2017 but, the customer does not believe the electrode was changed.